Event description:
The complainant reported that a client's external bolster of a enteral feeding device was loose, causing the device to leak and to migrate into the stomach. There were no adverse effects to the patient and the device was replaced with another. The date of the event is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.